Event description:
Unit rn called IV rn due to leakage noted when vancomycin was infusing through 5fr dual lumen PICC. Line was discontinued and rupture noted at the 3cm mark. Lot # m26064. MFR# 2183502-2004-00008.